Manufacturer narrative:
The reported event could not be confirmed since the returned device was found fully functional during inspection the device inspection revealed the following: in the received set screw, tightening marks are clearly visible which indicates that surely an attempt was made to tighten the set screw, other than that no further abnormalities were observed. A functional inspection was done on the returned set screw using a sample nail and lag screw in which we tried to assemble the lag screw with the nail using set screw and it as found that the set screw was functional. The set screw was not found spinning rather we were able to fix it in the nail and the groove of the lag screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related issue as the device is found fully functional and could be assembled as per instructions indicated in the operative technique. Moreover the operative technique clearly states that the set screw must be used. Insufficient contact between lag screw and set screw could lead to loss of fixation and implant failure. However, in this case the set screw is not even used which is a violation of the operative technique. If more information is provided, the case will be reassessed.

Event description:
During surgery, the set screw was spinning and could not be fixed. Surgeon finished surgery without using the set screw.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
During surgery, the set screw was spinning and could not be fixed. Surgeon finished surgery without using the set screw.